Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This condition is an ancillary service event opened during the investigation of another condition." The cause was identified to be discharged batteries. To correct this condition the main batteries were replaced.